Event description:
It was reported that the patient underwent a sling procedure during 2002. The bladder was nicked during the procedure. A catheter was left in for a week following the procedure. Ever since removal of the catheter, the patient has been experiencing pressure and urgency. The patient is currently on anticholinergics. The physician plans to perform a cystourethroscopy.